Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: did the device cut? Yes. If yes, was the cut line complete? Just half of the cut line. Then, the device locked. What was the product code for the stapler being used with the 6r45b cartridge? Ats45. On which firing(s) did this event occur (1st, 2nd, 8th, etc.)? 4th.

Event description:
It was reported that during a bariatric procedure, when the surgeon operated the stapler the load clipped only half. In other words the device released only half of the clips. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: did the device cut? If yes, was the cut line complete? What was the product code for the stapler being used with the 6r45b cartridge? On which firing(s) did this event occur (1st, 2nd, 8th, etc.)?

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that one 6r45b reload was received in good visual condition and partially fired 1/3 which indicates that the device's firing cycle was interrupted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. No functional test could be performed due to the condition of the reload. The batch record was reviewed and no anomalies were noted during the manufacturing process.